Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, annex e, annex f, annex a, annex b, annex c, annex d, and h6. Investigation the following allegations have been investigated: vena cava (vc) perforation, sob, chest/back/abdominal pain, internal discomfort, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath (sob), chest/back/abdominal pain, internal discomfort, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 due to conjunct with [ts]/motor vehicle accident (mva). The patient alleges vena cava perforation. The patient further alleges shortness of breath (sob), chest pain, back pain, abdominal pain, internal discomfort, and limited mobility. (B)(6) 2019, per a report from computed tomography; ¿there is an ivc filter in place specifically located to the right side of the l2, l3 and l4 vertebral bodies. Vertebral bodies. The superior aspect of the filter is located at the origin of the left renal vein which is the most superior renal vein. The filter is not tilted and seems to be in a vertical line with regards to the ivc. The distal four prongs are projecting outside of the lumen of the ivc. The right anterior prongs at the 11:00 position is projecting adjacent to a prominent mesenteric vein. The right posterior prongs located at the 7:00 position is projecting in the mesenteric fat adjacent to the ivc. The anterior left-sided prongs at the 1:00 position is located in the mesenteric fat posterior to the duodenum. The left posterior prongs at the 5:00 position is adjacent to the bone, the l3 vertebral body. All of the prongs are projecting approximately 4 mm from the ivc wall. The filter is located approximately 6.4 cm proximal to the ivc bifurcation.¿

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.